Event description:
It was reported that the universal drill ran in safe mode during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the universal drill ran in safe mode during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.